Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed system error 322 (link switch error (low)). A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be lower aux link switch is not functioning. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)) when closing the door on a loaded set. No additional information is available.